Event description:
Per the report received from france a 70-year-old patient with an 23 mm edwards perimount valve implanted in the aortic position underwent intervention for a valve-in-valve (v-I-v) procedure after an implant duration of approximately seven (7) years due to degeneration leading to intervalvular regurgitation secondary to leaflet prolapse. No stenosis was observed. The issue was observed on echo. Higher diastolic ventricular pressures were also observed. A 23mm transcatheter valve was implanted within the pre-existing surgical device successfully. As reported, double post-dilation was performed to try to enlarge (fracturing) the surgical device and deploy completely the transcatheter valve with excellent result. The patient was noted to be stable and fine after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2017". Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Update information: h6: investigation findings and investigation conclusions. Additional narrative h11: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.